Event description:
It was reported that the ilet user experienced low blood glucose after gardening and initially treated with glucose tablets without sufficient response, then was advised on proper hypoglycemia treatment and subsequently treated with juice and ate a meal; therapy involved oral glucose and continued use of the ilet. Symptoms included hypoglycemia and hyperglycemia ranging from 61 mg/dl to 186 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect treatment of hypoglycemia; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.